Event description:
Faulty valve sets to be used with automated compounding devices for compounding parenteral nutrition are permitting unintended mixing of ingredients to the final solution. Specifically, lipids have leaked into final product which was not to contain lipid. This is a patient safety risk. FDA safety report ID # (B)(4).